Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause(s) for the reported failure can be a user error caused by misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. Directions for use (dfu) dfu-0215-eo disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection and shaverdrill¿ devices. E. Warnings. 5. Failure to use this device in accordance with the directions for use below may result in device failure, render the device unsuitable for its intended use, or compromise the procedure. F. Precautions. 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. 14. Forcing the hood of any burrs, including flushcut burrs and clearcut burrs into anatomically tight spaces can cause the burr tip to collide with the hood and render the device inoperable. The complaint is confirmed based on the customer¿s attached picture, which displays the inner shaft cutting tip blades broken off. Additionally, damage was noted on the cutting edges of the outer shaft¿s tip.

Event description:
On 17th january 2025, it was reported by an arthrex employee via email that an ar-8400td, torpedo, 4.0 mm x 13 cm shaver blade had a broken tip. This was detected during a bankart repair and repassage procedure on (B)(6) 2025. The torpedo shaver was used in normal fashion to debride remnant suture. Shaver fragment was visually displaced on arthroscopic view. On removal, the tip was found to be broken. All fragments were contained within the tip. Procedure was successfully completed with no patient harm by using ar-8400ex. Intra-op x-ray showed no fragments remained in patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.